Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that there were no abno rmalities that would have caused or contributed to the reported condition. The returned needle was loaded into a returned device and applied to test media for functional testing. The returned needle was found to function properly and remained engaged in the test I nstrument throughout testing. No difficulty was experienced in loading, unloading or toggling the returned needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. \f information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy hiatus repair, while repositioning stomach after the procedure, surgeon attempted to load the device but was not successful. It was also reported that the suture fell off into patient's abdomen and was retrieved by graspers. Surgeon removed the suture in order to resolve the issue in order to complete the case but surgeon experienced difficulty in unloading the device. No patient injury.